Event description:
It was reported that the patient presented to the hospital with symptomatic slow ventricular tachycardia (vt) and was externally car diverted. The implantable cardioverter defibrillator (ICD) device withheld treatment even though the episodes were in the vt monitor zone. The onset feature was turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).